Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that error initializing collimator, upon boot up and stuck in initializing. No patient was present at the time of event.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, serial/lot #: -, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Visual inspection confirmed collimator wire displaced from guide wire pulley rail ball bearing, disconnected motor cable connector and damaged assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000875, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and upon arrival, "failure initializing collimator" could be read on the pendant. Cycled power. Collimator getting stuck at filter. Replaced collimator. Scheduled appointment to re-align collimator as a y-blade shadow can be seen on the left of image. System released for regular intended use. B01,c07,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000888, serial/lot #: -, ubd: , UDI#: ,product ID: bi71000875, serial/lot #: -, ubd: , UDI#:,product ID: bi71000168, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.